Event description:
Pt complaint of high bgs and a possible leak at the luer. After troubleshooting it was found that the leadscrew did not make complete revolution (not advancing). Requested unit back for evaluation.